Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The common causes of the failure mode thermal damage between instrument grip bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed intraoperatively. Arcing was observed during the procedure. The fenestrated bipolar forceps were also being used. There was no patient injury. The instrument is available for return. There are no photographic images or videos for isi review. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had an output defect with a burnt tip. The procedure was continued as planned with no reported injury.